Event description:
Surgeon reports problems with lens folding. He reports that, "opening of the iol is not related to room temperature, use of viscoelastic solutions, or irrigating solutions. The used forceps are forceps which were thoroughly cleaned." No pt injury was reported but he reports that if this malfunction were to recur it could result in pt injury.